Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that durin g a knee surgery the anchor of the device broke. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-4030c-08 batch number 15080151 was received for evaluation. Visual inspection revealed that the implant/anchor was broken; the implant is missing parts of its body. It was noted that the threads were deformed. A functional test was not performed because the device is damaged. The most likely cause of the reported failure is user error of the device, including improper bone preparation and excessive force, which can lead to damage.